Event description:
The site found no clear links between vns and the unexpected adverse events.

Event description:
It was reported that a patient had deterioration in epilepsy control, but believes it may be due to the device being off for a while before getting a replacement. Relationship to vns is unknown. No additional relevant information has been received to date.